Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR :27mar2019. The fse also replaced the central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all testing and operated within the manufacturing specifications. A printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination identified during visual inspection. After testing, the reported complaint was unable to confirm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The philips field service engineer (fse) evaluated the device. The reported condition was verified. During evaluation, the ventilator could not power off on ventilation mode but would shut down when in diagnostic mode. The fse replaced the user interface (ui) assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the unit would not power off. There was no patient connected to the device at the time of the event. The event date was not specified; estimate used.